Event description:
It was reported that vessel dissection occurred. The patient was diagnosed with single vessel disease (svd) in left circumflex artery (lcx). Vascular access was obtained via the femoral artery. The 90% stenosed, 16mm in length, concentric, de novo target lesion was located in the mildly tortuous, mildly calcified and 3.00mm in diameter lcx. After a non bsc guide wire crossed the lesion, a non bsc balloon catheter was advanced for predilation. Then a 3.00x16mm promus element¿ plus stent was advanced and was able to cross the lesion despite the significant resistance encountered. The stent was then deployed to the lesion and post dilation was performed however, a vessel dissection was noted at the distal site of the lesion. A 2.75x16mm promus premier stent was deployed to cover the dissection and the procedure was completed. No further patient complications were reported and the patient¿s status was stable. The patient was responding well to medications.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the cause of vessel dissection is suspected to be due to stent deployment at a high pressure.